Event description:
Reportedly, the programmer could not be used due to a display issue.

Event description:
Reportedly, the programmer could not be used due to a display issue.

Manufacturer narrative:
Please refer to the attached analysis report.